Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were suspected to have perforated the heart. It was also reported that the patient was admitted and found to have tamponade. Therefore blood was drained from the patient¿s pericardial sack. It was further reported that sensing dropped on the rv lead. The patient is being monitored to determine the exact course of action. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935m implantable tachy lead 2013 (B)(6); (B)(4) implantable pacemaker cardio/defib 2013 (B)(6). (B)(4).